Event description:
The customer reported that the insulin pump had recurring motor error alarms during the rewind process. Troubleshooting was performed, and the displacement test was unable to run due to the continuous error alarms. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the device passed the rewind and displacement tests, as well the motor passed the motor test.